Event description:
It was reported during a coronary drug eluting stenting treatment procedure the patient had a myocardial infarction ( mi). The index procedure treated a 3.5x28mm, mildly calcified, mildly tortuous, 80% stenosed long lesion in the proximal right coronary artery (rca) with pre-dilatation and successful placement of a taxus liberte' 3.0x32mm drug eluting stent, reducing the stenosis to 0%. During the implant procedure, the patient had a non q-wave mi confirmed by ECG, and resolved by medical therapy only. Peak ck-mb value was 73 ng/ml and peak troponin value was 0.44 ng/ml. The patient was taking aspirin and plavix at the time of this event. In the opinion of the physician, the relationship of the mi to the taxus liberte' stent was unrelated. There were no other reported complications. The patient was discharged 7 days later on plavix. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.